Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Hi! I used my nite protector last night for the first time and this morning when I took it out the top piece separated from the bottom piece. I was not expecting that. Is that what's supposed to happen? I looked at the directions and didn't see anything about separating the two layers. Thanks for your help!